Event description:
It was reported that the left monitor on the 9800 system went blank with only a thin white line across the monitor screen. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a proactive measure replaced the left monitor and completed monitor and light sensor calibration. The system was tested and found to be working as intended and placed back into service.